Event description:
It was reportd that, during treatment of a post caesarean section, patient informed that the pico device was not functioning. Device was not applying negative pressure. All the alarm lights on the device were on. The treatment was finished using a smith & nephew back-up device and without significant delay. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment of a post caesarean section, patient informed that the pico device was not functioning. Device was not applying negative pressure. All the alarm lights on the device were on. The treatment was finished using a smith & nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was returned for analysis and established a relationship between the device and the reported event. A visual inspection no issues were observed. When the supplied batteries were inserted, the device powered up but all lights remained illuminated, indicating that the device had entered a non-recoverable error (nre) state. Device performance data found the device ran for 2 days, 1 hour, 51 minutes and 50 seconds. There were no leak or filter block readings, the nre state was recorded as follows: nre error read: 21 - pressure sensor current out of range. State when in nre error read: 4 - device in monitor state. An nre state can occur when the pump detects an out-of-range reading such as motor current or pressure. This can occur when the pump gets wet or when an issue is detected by the pump such as a leak or a blockage, which is then not rectified. Once the pump enters this state it must be replaced. It cannot be resolved by replacing the batteries. This is a patient safety feature. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review revealed a small number of similar events for this nature with no manufacturing problems observed. A review of prior escalation actions found no actions applicable to the scope of this case. The risk files mitigate the reported issue with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment was not returned for evaluation. An image provided showed all indicator lamps solidly illuminated. This confirmed a relationship between the event and the device. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. However, this investigation is now complete with no further action deemed necessary. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.